Event description:
It was reported that during a knee arthroscopy using the 90smax the tip came off. The patient had previously had a knee replacement. The case was finished with no issues.

Manufacturer narrative:
The reported tip breaking (ceramic) condition was confirmed on the returned unit. Even though there are some ceramic pieces still attached to the lumen's tip, about 90% of the ceramic together with the electrode is missing from the tip. The detached ceramic plus electrode was not returned. Scratch wear marks, insulation damage observed as well. According to the serfas energy probe family risk management plan probable root causes for the reported condition can be associated, but are not limited to:non conforming component,poor assembly process,misuse.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a knee arthroscopy using the 90smax the tip came off. The patient had previously had a knee replacement. The case was finished with no issues.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.